Event description:
On (B)(6), 2012, a vns treating nurse reported that in the past, factors such as an infection have contributed to the patient experiencing an increase in seizures. The nurse later clarified that the infection was a urinary tract infection that was first observed around (B)(6) 2011. The patient was started on antibiotics and the seizures stopped. The infection was unrelated to vns. No patient manipulation or trauma occurred that caused the infection. The nurse was uncertain if cultures had been taken. The patient has vns dating back to 2001, which is the earliest their records go, and she is uncertain what the frequency of the patient's seizures were prior to vns but the patient's seizures with vns do show improvement over the course of treating the patient; they are less than before.